Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1 and motor noted during visual inspection. The pump was received with minor scratches on lcd window, corroded motor home switch and scratched case. In summary, the pump passed self test. Pump error 38 alarm during rewind test. Pump error 43 alarm confirmed in history file. Pump error 37 alarm confirmed in history file. Expose to moisture on electronic assembly and motor noted during visual inspection. Alarm-a341-pump error 39 not confirmed. Alarm-a343-pump error 41 not confirmed. Alarm-a365-pump error 79 not confirmed. Alarm-a368-pump error 82 not confirmed. Alarm-a319-pump error 13 not confirmed. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple errors like the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.), pump error 39 (motor current error detected.),the pump error 13 (the one-minute non-destructive ram test failed.), pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period.), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), the pump error 79 (the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula),the pump error 80 (the motor processor did not report the coasting as finished in reasonable time. Data in alarm can identify if this was basal/bolus, fill tubing or fill cannula.), pump error 82 (the hrm task did not grant motor power in reasonable time.) The event involved product(s) mmt-1712kl. Customer reported receiving a pump error. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1712kl was requested and customer response was the device will be returned.